Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/14/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing cut in two pieces. Visual inspection at 10x microscope magnification showed multiple damages (scratches, tears) on the lens surface that could be related to the explant process. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: not applicable as the lens was inserted and removed. If explanted; give date: not applicable as the lens was inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), the surgeon observed an artifact on the lens. Reportedly, the iol looked like it had bubbles. The lens was removed and replaced with a backup lens. No incision enlargement, no vitrectomy was performed, no suture was used and no patient injury was reported. No further information was provided.